Manufacturer narrative:
(B)(4). Date sent: 03/29/2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information received: op note and re-op note. Please see attached.

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported, "received notice of litigation stating that patient sought treatment for abdominal pain and was diagnosed with acute sigmoid diverticulitis w/abscess and treated with a 10 day course of antibiotics which appeared to resolve the symptoms. Two weeks later, patient suffered another diverticular attack and was again given antibiotics and surgery was recommended. Patient underwent a laparoscopic colectomy using an ecs29a stapler. Pleading further states surgeon reported that when the stapler was fired ¿it appears not to have completed its staple line at its initial attempts to fire the stapler. Reattempted firing of the stapler was successful, but there was noted hemorrhage and ultimately failure of the staple line as a consequence of the, I believe trauma and difficulty of the first firing.¿ the pleading further states that due to this complication, the surgery was converted to an open procedure, the patient lost 2 liters of blood and had to have portions of his rectum and sigmoid colon removed and a colostomy placed which was reversed approximately three months later. "